Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
--

Event description:
Boston scientific received information that during interrogation, this device triggered a code indicative of an internal battery voltage too low, to support the projected remaining capacity. The physician contacted boston scientific for review of the observed behavior. The manufactures recommendations: instruct the patient to return for product replacement as data analysis indicates the device is malfunctioning. No adverse patient effects were reported. At this time, the device remains implanted and in service. Subsequently, the device was explanted. The explanted unit is intended to be returned for a post-market analysis. No procedural adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.